Manufacturer narrative:
Concomitant products:product ID: 8590-1, lot# n248193, implanted: (B)(6) 2010, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, it was reported that the patient was seeing the 8286 (empty pump) error message on her personal therapy manager (ptm). She started seeing the message on the day of the report but the date under it was 1/11. The pump was due to run out on (B)(6) 2014 so she stopped using the ptm so the medication would last longer. It was noted that the patient didn't have a current health care provider (hcp) she saw regarding the device. The patient was in a lot of pain. The pump was last refilled in (B)(6). The pump was infusing clonidine, bupivacaine, and morphine (unknown).